Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information provided, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported through a social media post that the footplate of a perclose device was unable to close, causing the device to be entrapped. Intervention was performed and the device was successfully removed from the anatomy. No additional information provided.